Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an escape¿ stone retrieval basket was used during a flexible ureterorenolithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stones were fragmented using a laser fiber. An attempt to remove the fragmented stone was done using an escape basket; however, the basket broke during the initial withdrawal of the fragmented stone. A zero tip basket was used to complete the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.